Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic sleeve gastrectomy, the surgeon intervened for bleeding, staples were loose. A new intervention was done to stop the bleeding, resulting to extended hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.